Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is in the hospital for cardiac arrest. Low, high voltage lead impedance was observed. Device delivered one unsuccessful shock. Imaging and possible replacing the lead was recommended. Patient will continue to be monitored.